Event description:
On (B)(6) 2012, the patient contacted animas alleging that he awoke to find the pump was without power and his blood glucose (bg) was 400 mg/dl with a headache and slight nausea. The patient stated that he administered a correction injection, and that his bg came down to 280 mg/dl with no signs or symptoms of hyperglycemia. The patient stated that the battery compartment was cracked and that the pump had been losing power at times. The patient noted that the battery cap threads were stripped and that the battery cap would pop off at times. The alleged malfunction is not likely to cause an adverse event, as the battery compartment/cap damage is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because the patient allegedly experienced hyperglycemia after continuing to use a pump that was visibly damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.